Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery fully depleted and the pump shut off multiple times. The customer¿s blood glucose was 415 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.